Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the weld on the bed rail is coming apart at the weld near where the clamp is used to hold it in place.